Manufacturer narrative:
Concomitant medical devices: w1dr01 ipg, implanted on (B)(6) 2021; 5076-58, lead, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right atrial (ra) lead dislodged. The physician attempted to reposition the lead however there was tissue stuck in the helix. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.